Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the machine had an air detector alarm related to the transducer. The transducer has been detecting air despite proper set up. The machine alarms multiple times requiring the transducer to be changed frequently. Additional information requested but to date has not been received.